Manufacturer narrative:
The deviced involved is not commercially available in the united states. Therefore the event is not reportable. Please void the initial report.

Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Primary hip surgery was performed on (B)(6) 2019, a post op x ray was of concern as the liner did not appear seated within the shell (pha06262, lot 1801409). The surgeon decided to investigate further with revision surgery the following day. This revealed a biolox delta "shard" had come away from the rim of the liner. The liner was then exchanged.